Manufacturer narrative:
The DHR for the lot reported was reviewed and no issues were observed. The product was manufactured, inspected and released in compliance with our procedures. Unfortunately without a sample available for evaluation, we are unable to determine what caused the issue reported.

Event description:
Patient underwent surgery to implant an ahmed valve on (B)(6) 2017. This patient had uncontrolled iop despite maximal medication. Po day 1 patient's pressure was 6. By po day 5, he was hypotonus and his chamber was redeepened with viscoat. On po day 6 he was again hypotonus and the decision was made to return to the or the next day to revise or replace the shunt. The decision was made during surgery on (B)(6) to replace the shunt. At the time of surgery, no leaks were found at the tube insertion site, and intraoperative evaluation of the shunt was most consistent with valve dysfunction. Unfortunately the ahmed shunt that was removed was discarded at the time of surgery.